Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable cause of error c 33 is attributed to a faulty electrical component inside the erbe generator.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, the customer encountered a repeating c 00 error on the erbe generator. The customer noted that the error disappears and reappears. The erbe was restarted multiple times but the issue remained. The technical service engineer (tse) had the customer power down the erbe, remove the power cable and then restart it but the error returned. The tse informed the customer that the erbe could be used but needs to be replaced. The customer was unsure if a backup generator would be used. The procedure outcome is unknown with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the issue was confirmed using system logs, log review revealed recurring c 33, m 1f, m 12, m 02, m 10 and m 32. During testing, the unit displayed error code c 33 at startup. Erbe log showed error c 00. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.